Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for the endovascular treatment of an abdominal aortic aneurysm. At the end of the index procedure a residual proximal type I endoleak was observed after the stent graft was successfully implanted. The physician determined that the endoleak will resolve after heparin neutralization by protamine. No clinical sequelae was reported and the patient is being monitored.